Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. During a procedure involving a 2.50 x 28 synergy drug eluting stent, it was noted that the distal edge of the stent was deformed. The procedure was completed with another of the same device and no patient complications were reported.